Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. The relevant sections of the device history records for (B)(6) and the percutaneous lead were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a 103 f fever on (B)(6) 2016 which continued for several days despite taking acetaminophen every 6 hours. The patient experienced chills and underwent lab work and blood cultures on (B)(6) 2016. The patient was positive with gram positive cocci (gpc) and streptococcus bovis and streptococcus gallolyticus ssp. Pasteurianus. The patient was admitted to the hospital on (B)(6) 2016. Chest x-ray was clear no evidence of acute infectious process. Urinalysis and urine cultures drawn were negative. Respiratory virus panel (rvp) was also negative. CT of chest, abdomen, and pelvis was negative for acute process or fluid collection. History of dental infections and fractured teeth secondary to facial radiation over 20 years ago; therefore, dental medicine and oral and maxillofacial surgery (omfs) were consulted. There was no acute dental infection; the extraction of 3 fractured teeth were performed on (B)(6) 2079. Because streph bovis has a strong clinical association with colon cancer, a complete gastrointestinal work up was performed. Colonoscopy on (B)(6) 2017 showed 20 polyps with morphology consistent with sessile serrated adenomas. Pathology was negative. Vancomycin IV 1.25 grams was initiated after blood cultures were drawn with a loading dose on (B)(6) 2016 and then 1 gram IV per 12 hours. Once culture sensitivities were restored, vancomycin was discontinued and ceftriaxone 2 grams IV per 24 hours were started on (B)(6) 2016. Ceftriaxone continued at hospital discharge (B)(6) 2017. Infectious disease visit on (B)(6) 2019 there was a plan to extend ceftriaxone through (B)(6) 2017. That continued on penicillin v 4 times a day oral therapy for chronic suppression.